Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder arthroscopy, the dyonics inflow tube set had issues sitting in the pump properly. The fluid was flowing very fast and could not be properly adjusted. The procedure was successfully completed with no delay using the same device. No patient complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. Visual inspection of the returned device did not identify any issues. Functional evaluation of the device did not reveal any malfunction. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure of a concomitant device. No containment or corrective actions are recommended at this time.